Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation and scratching. However, the root cause of the event could not be determined.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.